Manufacturer narrative:
An event regarding revision due to pain involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: photos of explanted device showed some minor scratches. Material analysis not performed as event is not related to material integrity issue. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: a visual analysis of the explanted device showed some minor scratches. Material analysis not performed as event is not related to material integrity issue. The event could not be confirmed nor the root cause determined because the insufficient medical information was provided. Further information such as patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
On 2013/6 : tha was done with centpiller, trident cup, x3 liner and v40 delta head. After the operation, the groin pain was felt postoperative. On 2017/4/18: the cup , liner and head were revised and the groin pain eased from before revision. After the operation, when the doctor confirmed that the removed head and liner, the movement of the head and liner was not smooth.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2013 : tha was done with centpiller, trident cup, x3 liner and v40 delta head. After the operation, the groin pain was felt postoperative. On (B)(6) 2013: the cup , liner and head were revised and the groin pain eased from before revision. After the operation, when the doctor confirmed that the removed head and liner, the movement of the head and liner was not smooth.